Event description:
Customer reported that he has been receiving no delivery alarms. Customer stated he selected resume and it went back to no delivery. Customer stated he changed the infusion set the night prior and it worked for a while, but got no delivery alarms again the next day. Blood glucose value was 334 mg/dl; treated with manual injection. Customer was unable to troubleshoot at the time. He had disconnected the insulin pump and reverted to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.